Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the right ventricular lead threshold was high. The physician was notified, no programming changes were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead had a proximal fracture. Non-physiologic oversensing was occurring and the pacing impedance was high. Detections were programmed off, and the lead remains in use for monitoring and may not be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.